Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead and right ventricular lead exhibited failure to sense, failure to capture, and wide variations of lead impedances. Chest x-ray showed possible lead fracture in both leads. Programming changes were performed. The patient was in stable condition.

Event description:
Additional information received noted that the atrial and right ventricular leads were capped and replaced on (B)(6) 2022. It was also noted that the atrial lead exhibited insulation damage. The patient is recovering from procedure.